Manufacturer narrative:
(B)(4).

Event description:
It was reported ", during the catheter insertion process, the doctor feeling some abnormal, but still put in place, then start the pump, the pump alarm large helium leak, remove the balloon found that the tip of the fracture, then replace the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a black plastic bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Multiple kinks to the iabc central lumen were noted at approximately 11.1cm, 11.9cm and 12.4cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to the quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 11.1cm, 12cm, and 12.5cm from the iabc distal tip, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "pump alarm large helium leak" is not confirmed. During the investigation, the returned iabc was fully intact, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported ", during the catheter insertion process, the doctor feeling some abnormal, but still put in place, then start the pump, the pump alarm large helium leak, remove the balloon found that the tip of the fracture, then replace the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "large helium leak" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaints will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported, "during the catheter insertion process, the doctor feeling some abnormal, but still put in place, then start the pump, the pump alarm large helium leak, remove the balloon found that the tip of the fracture, then replace the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".